Event description:
User called into emergency support program (esp) line during cs300 intra aortic balloon pump therapy, for a leak in iab circuit alarm. The esp personel guided user to check for blood in the helium tubing, ensure secure connections, and no kinks in the line. User then performed a fill which resolved the leak alarm and resumed therapy. The esp personel had explained the nature of the alarm and based on the information she gave me regarding the patient's hemodynamics and clinical picture, the alarm was likely. User was advised to inform the primary nurse and to seek help if the alarm persisted several times in an hour. No harm or injury reported.

Manufacturer narrative:
Due to character limit in the e1 section, the full event site name is (B)(6). A supplemental report will be submitted upon the completion of investigation.